Manufacturer narrative:
Patient weight, ethnicity and were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the set during a trochanteric fixation nail advance (tfna) removal on (B)(6) 2018, the tip of the helical blade/screw extractor was discovered to be broken off and could not be used to remove the (tfna) screw. The insertion handle was then connected with the helical blade/screw coupling screw to the (tfna) screw in an attempt to remove the (tfna) screw. The screw was finally removed, but the screw inserter, coupling screw, and (tfna) screw were all damaged in the process. The helical blade/screw coupling screw won't slide in, the screw inserter was bent and the tfna screw peeled off. It was unknown when the hardware were implanted. The hardware removal was scheduled due to the patient's age. There was a 15 minute surgical delay. The surgery was successfully completed. Concomitant device report: nail extractor (part# 03.037.032, lot# 987983, quantity 1); insertion handle (part# unknown, lot# unknown, quantity# 1); unknown tfna nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) helical blade/screw coupling screw. This is report 2 of 3 for (B)(4).

Event description:
Concomitant devices report: insertion handle (part number unknown, lot number unknown, quantity 1). This report is for one (1) helical blade/screw coupling screw. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR review was completed. Part: 03.037.026, lot: l347788 , manufacturing site: bettlach, release to warehouse date: 27 april 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The sub-component 60080052 is not lot tracked. Therefore, the last two potential work orders that were produced prior to lot l347788 were reviewed. The review has shown that with custom 465 sol. Annealed the correct material was used and that the hardness was within the specification of heat treatment h1000. Min. 45 hrc from drawing. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Complaint summary: it was reported that the insertion handle was then connected with the helical blade/screw coupling screw to the (tfna) screw in an attempt to remove the (tfna) screw. The screw was finally removed, but the screw inserter, coupling screw, and (tfna) screw were all damaged in the process. The helical blade/screw coupling screw won't slide in, the screw inserter was bent and the tfna screw peeled off. Flow: device interaction/functional visual inspection: the helical blade/screw coupling screw (part 03.037.026, lot l347788, mfg 27 april 2017) was received at us cq with no visual deformities noted. The device shows signs of use. Functional test the helical blade/screw coupling screw was assembled with the returned mating helical blade inserter (03.037.025, l238803) and screw (04.038.105 , 9848053) without incident. The devices were then successfully dissembled. It was noted that the damage sustained to the screw caused additional effort to be used to disassemble the construct, but it was possible. This differs from the reported complaint condition, the complaint condition was not able to be re-created, therefor the complaint is unconfirmed. Conclusion: the complaint condition is unconfirmed as the helical blade/screw coupling screw (part 03.037.026, lot l347788) was received with no visual defects and functioned as intended. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device was challenging to disassemble due bioburden build up or due to damage on the mating screw (04.038.105, 9848053). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.